Event description:
This customer reported that when attempting to deliver synchronized cardioversion to a patient, the device did not regularly mark the r-wave and when they attempted to discharge, it did not shock the patient. There was no report of any negative impact to the patient.

Manufacturer narrative:
This customer reported that when attempting to deliver synchronized cardioversion to a patient, the device did not regularly mark the r-wave and when they attempted to discharge, it did not shock the patient. There was no report of any negative impact to the patient. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.